Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt complained of a vibration from the pump. The system controller was exchanged and an x-ray was sent to the MFR, which possibly revealed a suspect area at the pump end bend relief.

Manufacturer narrative:
The pt remains on going with the implanted device. The system controller was returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.